Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload, three photographs, and two videos of the event. Visual inspection of the returned photographs noted that a part of the blowout plate broke off into the body cavity. Inspection of the two videos noted that the reload was successfully fired while articulated. After firing, the account attempted to remove the reload while still articulated. Rough handling of the device was noted while attempting removal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a totally laparoscopic distal gastrectomy, while cutting the duodenum, during the fire, the safety plate, protected by articulating over 45 degree, was broken and it came off from tri-staple. At the end of the procedure, the surgeon was checking intracorporeal and irrigating it and they found the safety plate attached the bowl. When it was found, they retrieved it using a grasper and for double check an x-ray was performed. Nothing else was founded in patient. There was no patient injury.